Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing and failure to capture. The reported lead was explanted and replaced on 8 apr 2024. The patient's condition was unknown.